Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "downstream occlusion" alarm. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 4/23/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. During the analysis the reported customer complaint could not be confirmed or duplicated.